Event description:
The customer reported to olympus the subject device had no image. It is unknown when this was identified. Attempts to gather additional information are in process. No additional information available at this time.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The device was returned for repair. The olympus service center confirmed the reported issue, no image. The image issue was due to a faulty cable, including kinks in cable of electrical system once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image did not appear due to the faulty cable, causing the communication failure. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.